Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device became infected at the neurostimulator and lead. The physician planned to explant the system on (B)(6) 2011. Add'l info was requested.